Manufacturer narrative:
20350e-0006/no 510k- this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 20350e. The 510k number provided is for the domestic similar product.- k960280. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
The reported feedback suggests that there is back flow. Due to device clogging, medication delivery was affected and device had to be changed. However, no patient or user harm reported.